Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med (contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the patient indicated that he had the barrigel procedure on (B)(6) 2023 by [physician]. He indicated that he has been experiencing issues with emptying his bowel. The patient was unable to confirm when this first began. He indicated that last summer (2025) the doctor conducted a scan which displayed that his bowel was still full, even though he reportedly thought he emptied his bowel before the scan. The patient stated that the scan showed that half of the bowel was still half full, and the other part empty. The patient reported that he was seen by his doctor last month, (B)(6) 2025, to which he was prescribed a laxative."